Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record showed 2 other complaints recorded for the defect/condition in lot number 5215769. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers' indicated failure mode. CAPA# (B)(6). Has been assigned to this.

Event description:
It was reported that there was leakage in the tubing of 23 g x .75 in bd vacutainer® winged safety pbbcs with 7 in tubing and luer adapter. No injury, blood exposure or medical intervention reported.